Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and found the lid was damaged. Functional evaluation revealed that the device would not power up which could establish a relationship between the device and reported event. The root cause is determined to be a defective front pcb and power supply. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other failures related to the report event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the versajet ii console was dropped and will not power-up correctly. No case involved; therefore, no other complications were reported.